Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed. There were no log files submitted for review. The mobile power unit, serial number (B)(6), was returned with a missing plastic foot. During the evaluation of the returned mpu, the unit was plugged into an ac power source and the unit did not power on. The issue was isolated to the power supply printed circuit board assembly (pcba). The power supply pcba was replaced. A functional test was performed, and all tests passed. The unit was returned to the customer. The power supply pcba was forwarded to product performance engineering (ppe) for further evaluation. Visual inspection of the power supply pcba revealed an electrically compromised t1 transformer and physical damage to the t2 transformer. The pcba was plugged into a test unit and the reported issue of not powering on was confirmed. When the unit was powered on again no voltage output was supplied to the secondary side of the transformer. Due to the voltage drop, the board did not output the 15vdc required to power the main pcb. The root cause for the mpu not powering on was determined to be a damaged transformer on the power supply pcba. The device history record for the mobile power unit (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit no longer worked. A replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.